Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the right ventricular lead was explanted and replaced as this lead had exhibited a decrease in impedances and sensing measurements. Lead impedances were still within normal limits. Also, lead pacing thresholds had risen as well. Physician suspected a possible lead perforation as the root cause of this event. Upon lead revision, no perforation was noted. Physician suspects a possible microdislodgement. No additional adverse patient effects.